Event description:
It was reported that the device was not measuring impedances and was not sensing. The programmer was picking up a different device than the one that was opened. The leads checked ok with the analyzer. It was further noted that "it started working". Device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.